Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - infection.

Manufacturer narrative:
See d4 expiration, h4 and h11 complaint has been evaluated and is similar to: 1644408-2023-00244; 509-01-432, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.